Event description:
It was reported that a novum iq large volume pump underinfused during infusion. This occurred during a fentanyl drip. The medication was discontinued and observed that 50 ml fluid remained in the bag instead of the expected 5 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.